Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent grafts were all placed correctly, however, upon the final angiogram there was a distal type I endoleak in the iliac on the bifurcated stent graft side. It was reported that the patient had severe disease progression and there are also aneurysms in the iliac arteries. The physician elected to place an additional 24 mm aortic cuff but the endoleak did not completely resolve. The physician feels that the type I endoleak will resolve when the heparin effects has been reversed. The physician will perform a follow-up angiogram in 10 days. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the analysis results found that a different device was received instead of the device reported. The device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.